Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek inrange meter serial number (B)(4) compared to a laboratory using stago neoptimal reagent. The laboratory result was 2.6 inr and the meter result was 3.8 inr. On (B)(6) 2022 , the laboratory result was 3.74 inr and the meter result was 2.2 inr twice. The patient used both strip lots 60124801 and 54145810. The therapeutic range was 2.5-3.5 inr.